Event description:
The core universal driver was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, a number of worn components were discovered including the flexes.